Manufacturer narrative:
Device evaluation: the device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, moderately calcified and 80% stenotic mid right coronary artery. After dilating the artery with a 2.0mm balloon, the physician advanced the 2.5x15mm maverick2 balloon to the lesion and inflated the balloon to 5 atms and it ruptured. There were no pt complications. The procedure was successfully completed with another 2.5x15mm maverick2 balloon and a 3.0x15mm balloon. Pt status is reported as "stable".